Event description:
During a hand assisted nephrectomy procedure, the device broke while in the midst of kidney mobilization. Another like device was used to complete the procedure. There was no pt consequence.